Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was confirmed as anterior needle to cuff miss/detachment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device, the investigation determined that the reported issues appear to be related to circumstances of the procedure. It is likely the initial tab engagement was made with the anterior needle; however, anterior needle and cuff tab detachment likely occurred during plunger retraction causing the suture retrieval issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6- device code 2616- malposition of device- suture was removed.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after a percutaneous coronary interventional procedure using a 6f sheath. The proglide device was prepared and inserted on a 0.014 guide wire, back flow was noted. The lever was pulled up and needle plunger was pushed down. The plunger was pulled out and quick cut of the suture was done. The lever was pushed down to close the foot. Reportedly, the proglide device was about to be removed slowly in order to harvest the suture but no suture was seen coming out of the guide tube. An angiogram was done to confirm the placement of the suture, but no suture debris was seen. It is assumed that the suture got stuck inside the proglide device. The same thing happened with a second proglide device. A third proglide device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after a percutaneous coronary interventional procedure using a 6f sheath. The proglide device was prepared and inserted on a 0.014 guide wire, back flow was noted. The lever was pulled up and needle plunger was pushed down. The plunger was pulled out and quick cut of the suture was done. The lever was pushed down to close the foot. Reportedly, the proglide device was about to be removed slowly in order to harvest the suture but no suture was seen coming out of the guide tube. An angiogram was done to confirm the placement of the suture, but no suture debris was seen. It is assumed that the suture got stuck inside the proglide device. The same thing happened with a second proglide device. A third proglide device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.